Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken . Olympus will continue to monitor field performance for this device.